Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the near cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, the clip was then pulled off from the tissue and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found kinks on the proximal end of the catheter. The device had one clip arm broken and the capsule was still attached to the bushing. A damage was noticed that could be evidence of corrosion in the arm how was broken. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the near cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, the clip was then pulled off from the tissue and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.